Event description:
Customer tested 100 mg/dl on the aviva nano system, and 63 mg/dl on a professional device within 10 minutes. The customer reported low blood glucose symptoms; he was able to self-treat with a snack. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.